Event description:
The customer reported erroneous troponin I (accutni) results, for multiple pts, involving unicel dxi 800 access immunoassay system. This is report number three of nine. Subsequent testing produced negative troponin I results. The erroneous results were released out of the laboratory. There was no report of pt injury. There has been no report of change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2007 and noted the instrument went down due to a storm power failure at the facility. As a result, the customer was unable to re-initialize the unit due to a mixer motor failure. On (B)(4) 2007, the fse replaced the communication module and analytical module interface board, and ribbon cable. The fse initialized the system and completed system check, high sensitivity (hs) system check, and carryover testing. All system results were within specs. The unit conformed to the MFR's performance specs. Communication module, analytical module interface board. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events.